Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all zso-7-9 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zso-7-9 device of lot number c2259791 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zso-7-9 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2259791. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precautions section of the instructions for use also states: "care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking of the stent." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened potentially as a result of excessive force whilst moving the straightener along the stent. There have been several attempts made to obtain additional information confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, prior to use. Complaint is confirmed based on customer and/or rep testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence as it occurred prior to patient contact. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to the kink occurring while the stent was being straightened potentially as a result of excessive force whilst moving the straightener along the stent. There have been several attempts made to obtain additional information. Should additional information be made available, the file will be updated accordingly.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-oct-2025.

Manufacturer narrative:
E1, f5 - phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the nurse used the straightener to straighten the stent, the stent was kink.